Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited tones and had a shock impedance of less than 20 ohms. Review of a disk sent in for evaluation revealed noise on the ventricular and shock electrograms. Boston scientific received subsequent information that induction testing was unsuccessful at 17j. The device accurately sensed the rhythm but following the shock, a yellow warning message indicated a possible short circuit. At lead revision, the impedance values of all the leads was less than 200 ohms, and the shock impedance was < 20 ohm. The lead 0175/101271 was surgically abandoned and replaced with a non-guidant lead. The device h235/650652 was successfully replaced with another guidant crt-d and will be returned.,